Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test due to a faulty force sensor resistor. The insulin pump was also received with a scratched lcd window, cracked reservoir tube lip and a cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed compromised force sensor system and that insulin squirted out of the pump during manual prime. The customer was disconnected from the pump while attempting to prime. Their blood glucose was unknown at the time of incident. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that priming was impossible because numbers did not populate on the screen and there were no audible beeps. The customer was advised to remain disconnected from the insulin pump and to revert to a back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned and analysis was completed.